Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the patient was found to have a moderately calcified mid left anterior descending coronary artery with an 80% stenosis lesion. The physician predilated the lesion with 2.5x8 mm and 2.5x10 mm balloon dilatation catheters at 8 atmospheres. Then the xience sierra 2.5x33 mm stent was deployed. While removing the stent delivery system, a dissection was noted at the distal end. The physician treated the dissection with one, unplanned 2.5x8 drug eluting stent. Results were very good. Timi iii flow was established without any residual stenosis. There was no adverse patient sequelae. No additional information was provided.